Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had met with a rep yesterday for reprogramming because she had a little problem with her stimulator. They stated they recently lost some weight and learned that it can make the ins move around more. The patient had a program that made their stimulation adapt so they never usually carried their programmer (pp) around with them, but it got stuck on like 20 out of 10 and it overstimulated her for hours and she couldn't shut it off. The patient tried shutting it off with her charger and that did not work, but was able to turn it off with the pp. They stated that after they turned it back on again the same thing happened again (overstimulation). They indicated the rep had already addressed the overstimulation issue. At that appointment they realized the synchronize button was not working. The pp screen was not responsive when they pressed the sync button. Patient services recommended removing the pp batteries and pressing all buttons to make sure it was not a stuck key. They did so and this did not resolve the issue. They also mentioned the battery door was missing from her pp. Patient services reviewed the patient should be able to use her insr to turn stimulation on and off as well and offered to troubleshoot, however they did not have the insr present during the call. They recommended trying it again when she can to see if it was just an isolated issue and if not the patient should call back. No out of box failure was reported. No further allegations/complications were reported.